Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system had negative anion gaps and that chloride (cl) was trending high. Erroneous results were not reported out of the lab. There were no changes to patient treatment as a result of this event. There were no reports of death or serious injury. No specific patient data were provided by the customer.

Manufacturer narrative:
The customer evaluated the system while on the telephone with customer service. Customer service suggested that the customer flush flow cell with 10% bleach in an ion selective electrode (ise) buffer solution. Customer service also suggested that the customer clean the face of the sodium (na) electrodes with ise buffer using a kimwipe. Customer service informed the customer that they could calibrate the electrolytes every 12 hours. A clear root cause has not been identified for this event but appears to be associated with ise system cleaning and maintenance. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.